Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator had an occlusion alarm and no flow. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
H10/11: the field service engineer (fse) completed the evaluation. The blower assembly was replaced to address the issue. The ventilator passed all tested and operated within the manufacturing specifications. The blower motor assembly was returned for evaluation. Visual inspection of the blower assembly revealed no signs of damage or contamination to the exterior of the unit. There were signs of contamination to the area surrounding the impeller and the end cap detected. The blower assembly was installed to a failure investigation (fi) test ventilator. The test ventilator was powered up on ventilation mode. The ventilator alarm and generated an error message and went to vent inop condition. The reported condition was verified. The root cause was identified to be the blower assembly shaft was locked.